Event description:
Ous MDR - this lead was explanted due to oversensing with inappropriate shocks. The date of implant was not provided and no deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the lead was destroyed in the returned state and consisted of two lead fragments. The lead had been cut through 14 cm distal of the connector pin, probably with a scalpel. The analysis of the lead detected that the insulation was damaged by fraying. This damage must be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of an excessive mechanical stress on the lead in the valvular plane. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The damage to the distal end, the deformation of the vcs shock coil and the exposed rope conductor to the vcs shock electrode are probably a result of strong tensile stress during the explantation. There were no indications of material defects or mfg errors.